Event description:
The surgeon was implanting the rods into the screw heads and noted the rod would not reduce into the expedium polyaxial screw head correctly. Upon inspection the surgeon noted the inner saddle component in the polyaxial head where the rod should sit was dislodged. The surgeon removed the polyaxial screw intra operatively, replaced it with another of the same size, and continued on successfully with the surgery. No further incidents were noted with any other implants or instruments.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual inspection revealed that the saddle had been dislodged from the tulip head. Further examination noted indications of the swaging process on the inside of the tulip head and within the swage holes. Additionally, indications of material deformation that are not consistent with manufacturing processes were also noted on the inside hole of the saddle. A review of the device history record for the expedium 7.5 x 45mm polyaxial screw found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12 month review of the complaint trend analysis for the expedium polyaxial screw was conducted on the family because of a similar geometric design and functionality. There was no harm to the patient reported in this complaint but potential harm may exist if the fault were to recur. Review of complaints found no significant trends. The root cause is unknown however it is likely that the saddle was subjected to a higher than anticipated load during insertion which resulted in dislodgement. No corrective action/preventive action is required as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. Therefore, this complaint will be closed with no further action required.